Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within range on the date of the event. The ccc instructed the customer to prime the chemistry wash and run chemistry wash testing on cardiac troponin-I (ctni), run precision from the same cup, and run qc. A siemens customer service specialist (cse) was on site. After evaluating the instrument, the cse replaced the tubing on the heterogeneous module (hm) and replaced the wash cassettes. The cse found reagent probe 1 (r1) and reagent probe 2 (r2) bent, replaced it and performed alignments. The cse rebuilt the pump panels with new seals, replaced tubing as needed, cleaned and lubricated screws. The cse micro cleaned the system because the sample drain was leaking. The cse replaced the drain assembly, aligned it and ensured the tubing was operating as expected. Following service, the instrument was not operating as expected. A cse was re-dispatched to the customer site. After evaluating the instrument, the cse ran five replicates of chemistry (chem) wash. The cse found the w2 waste line in a position that can be crimped off intermittently and fixed it. The cse performed preventive maintenance on the hm and decontaminated the chem wash afterwards. The cse verified the alignments and made changes as needed. The cse noted the reagent tray was out on all arm alignments and adjusted it. The cse observed the mixer speeds were within specification. The cse ran new chem wash precision and got an error, indicating the assay failed cuvette qc. The cse cleaned the windows, and ran quick check, resulting within specification. The cse reran the chem wash, and results were within specifications. The cse calibrated the photometer, checked r2 and r1 voltages, resulting within specification. The cse flushed out micro clean band and installed fresh chem wash, and primed it. The cse then reran chem wash precision, resulting as expected. The cse instructed the customer to run controls as needed and to calibrate ctni since decontamination of chem wash was just performed. A siemens headquarter support center (hsc) specialist reviewed the instrument data which is consistent with falsely elevated ctni values caused by biofilm contamination in the chemistry wash fluidics. The customer chose to move the ctni method to an alternate instrument. The cause of the discordant, falsely elevated ctni result on one patient sample is due to biofilm contamination. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (ctni) result was obtained on one patient sample on a dimension rxl max with hm instrument. The initial result was reported to the physician(s), who questioned it. The sample was repeated on a dimension exl instrument, and a value of below the assay range was obtained but was recorded as 0.00 ng/ml. The patient was admitted to another hospital but it is unknown if it was due to the elevated ctni result obtained at the original hospital. The patient was tested at the other hospital, on a different platform, and reported as 0.00 ng/ml. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.